Manufacturer narrative:
After assessing balance of the knee with the extension spacer ijig instrument and the flexion spacer ijig instrument, the knee was too tight to fit the tibial preparation ijig. Additional tibial resections were taken. After additional tibial resection, the surgeon touched the pcl with the saw blade. The ligament was intact but something released in the joint causing a wide gap to open. The knee was converted to an off the shelf (ots) posterior stabilized knee replacement system. Conversion to the ots system delayed the case by approximately 75 minutes. Review of the device history record indicates that the device was manufactured to specification.

Event description:
After assessing balance of the knee with the extension spacer ijig instrument and the flexion spacer ijig instrument, the knee was too tight to fit the tibial preparation ijig. Additional tibial resections were taken. After additional tibial resection, the surgeon touched the pcl with the saw blade. The ligament was intact but something released in the joint causing a wide gap to open. The knee was converted to an off the shelf (ots) posterior stabilized knee replacement system. Conversion to the ots system delayed the case by approximately 75 minutes.

Manufacturer narrative:
After assessing balance of the knee with the extension spacer ijig instrument and the flexion spacer ijig instrument, the knee was too tight to fit the tibial preparation ijig. Additional tibial resections were taken. After additional tibial resection, the surgeon touched the pcl with the saw blade. The ligament was intact but something released in the joint causing a wide gap to open. The knee was converted to an off the shelf (ots) posterior stabilized knee replacement system. Conversion to the ots system delayed the case by approximately 75 minutes. Review of the device history record indicates that the device was manufactured to specification. The ijig instruments were returned for evaluation. Ijigs met all inspection criteria.